Manufacturer narrative:
The device has not been returned for analysis as of the date of this report. Therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure a shaft fracture was noticed. The lesion was located in the distal right coronary artery (rca). The patient's anatomy was not tortuous. The vessel size was 3.5mm in diameter, with minimal calcification and 90% stenosed. The physician pre-dilated the lesion with a 2.5x12mm maverick balloon. No resistance was experienced upon insertion of the stent delivery system (sds). The physician successfully implanted the first taxus express2 3.5x32.0mm drug eluting stent in the distal rca. While attempting to deploy the second stent proximally to the first stent, the physician was not able to inflate the balloon. The physician was unable to deploy the stent and subsequently withdrew it from the pt's body. As the sds was exiting through the hemostasis valve, the shaft separated. Both halves of the catheter were outside of the patient's body. The physician was able to successfully implant another taxus express2 3.2x32.0 mm drug eluting stent proximally to the first stent. There were no patient complications.